Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were round white particles in an intravia empty container. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.